Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no audio output for a low alert. No product was provided for investigation. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation.